Manufacturer narrative:
(B)(4). This event occurred approximately 2 months prior to this report. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap was not tight and loosened easily after it was connected to the minicap transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.